Event description:
The hcp reported 1 of 5 cases of deep brain stimulation lead malfunction and/or lead fracture. No patient symptoms, or outcome were reported. No device troubleshooting was provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 300420917820084828.